Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) review of the logs did not indicate any hardware or reagent preparation issues. The kinetics of the sample curves appeared normal. Ts and pas noted that during the first run, the sample showed a low positive result. Result was released, and the customer did not know whether any treatment was administered.

Event description:
On (B)(6) 2021 a customer reached out to hologic as the site's medical director expressed concerns about potential false positive result for aptima sars-cov-2 assay run (lot 295582) on the panther instrument ((B)(4)). Customer suspect false positive because the result from an employees who get tested on a weekly basis showed no symptoms of covid. The customer provided logs for hologic review. From (B)(6), the sample initial result was positive and from (B)(6), the retest resulted negative. The customer confirmed that they are running the capped workflow. Hologic technical support (ts) reviewed the logs and confirmed the discrepant result. Ts noted that the first run that the sample showed a low positive result.